Manufacturer narrative:
(B)(4). Investigation summary: one 2420-0007 sample from lot 20065149 was received for investigation in opened packaging; residual fluid was present in the line. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A visual inspection of the sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by priming the sample with fluid and by flushing each smartsite component with a 50ml bd plastipak syringe from retained stock; no occlusion or flow resistance was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20065149 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance as no issues were identified with the returned sample. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience were not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2420-0007 product in the past 12 months. Investigation conclusion: one 2420-0007 from lot 20065149 was received for investigation with an opened packaging and residual fluid in the line. A visual inspection of the sample did not identify signs of damage or manufacturing defect which could have contributed to the customer's experience. Functional testing was performed by priming the sample with fluid and by flushing each smartsite component with a plastipak syringe from retained stock; no occlusion or leakage was identified during testing.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: unable to inject via smart site port. The injection port at the patient end of the line doesn't allow you to inject through it.